Event description:
Received information the patient would like to have her device explanted due to an uncomfortable shocking sensation. When the device is turned on it causes the shocking feeling in the area where the three leads are placed. The battery will also not hold a charge. It is charged overnight as usual and only lasts for an hour or so. Patient has recently moved to a new state and is in the process of finding a new physician to treat her pain and to remove her device. Additional information has been requested and if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).